Event description:
A (B)(6) customer received a blood glucose reading of 7.3mmol/l on the contour meter, re-tested on the breeze2 meter and the reading was 14.8mmol/l the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.